Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. Fse confirmed that replacing seals did correct the issue during initial repair and unit had been returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check by the customer, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. This was noticed by the customer over a short period of time before customer called getinge field service engineer (fse). There was no patient involved reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: b5, d5, g1 (contact person-mfg site).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. This was noticed by the customer over a short period of time before customer called getinge field service engineer (fse). There was no patient involved, thus there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device(10/3233) fse was dispatched to evaluate this unit. Fse ran leak tests on the unit and console and found rapid helium leakage 46psi over 5 minutes. Fse replaced seals at cv1 check valve and on the high pressure regulator. Fse also tightened all hoses and connections on the helium circuit including on the fill manifold and hoses to the pim. However, this did not solve the helium loss issue so fse replaced the high pressure regulator and the problem still was not solved. Repairs on ongoing as fse determines a course of action to solve the issue. The unit did not alarm or bring up any error codes. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is the (B)(6) hospital.